Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. Customer stated that they are unable to exit the preparing to prime loop. Customer stated that the rewind message occurred after an alarm. Customer stated that they were stuck in rewind. The drive support cap appears normal. The insulin pump was not dropped or bumped prior to the compromised force sensor system alarm occurring. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.